Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the info received could be interpreted as the device not having performed as intended. When reviewing similar reportable events for barimaxx device range we have not been able to find any similar fault description compared to the situation investigated here: caregiver suffered injury during pt handling. There is no trend observed for reportable complaints with this failure for any barimaxx family beds. Based on the info collected to date we have been able to establish that during an attempt to reposition the pt (weighing (B)(6), described as resistant and sedated) - 4 staff members tried to pull the pt up in the bed. During this operation 3 of them sustained injury - 2 nurses needed further follow up - nurse a claimed to suffer a shoulder injury, nurse (B)(6) claimed to have back injury. None of them were hospitalized or visited the emergency room. More details about injury outcome of treatment are not available. During the arjohuntleigh representative visit at the facility, the info was received that the event took place due to lack of knowledge of certain device's functions together with the fact that the pt was sedated and resistant. The staff at the facility was not aware how to operate the bed and the mattress - e.g. Turn- assist function, instaflate or widening the bed frame. Therefore the training session from use and functionality of the device, has been offered to the facility. Additionally, the product quick ref. Guide (e.g. #310612-aj rev. B for bed frame) and use's guide (310115-ah rev. B for mattress replacement system) which are delivered to customer with device includes the following info: barimaxx bed is a pt care system which provides an environment for care and management of large and obese pt safety info: avoid strains - extra care should be taken when moving pts to and from the bed to avoid strains. Make sure any care givers that will be assisting the pt to and from the bed are physically capable of doing so. Maxxair mattress is equipped with the turn assist feature which slowly instaflates the appropriate turning bladders to gently tilt the pt to the left or right. The cycle time may be set to use the turn as a nurse assist (turn and hold) or as a programmable continuous turn. Transfer board - if a mechanical lift device is not available, a transfer board or device should always be used when transferring a pt to and from the bed. Use instaflate function mode for added safety during transfer. In summary, it seems that the event was related to the operator's techniques combined with lack of knowledge regarding the device functionality. The device was being used when the event occurred, therefore it played a role in the event. However, no failure has been found within the device. Given the circumstances and the number of similar events, this incident appears to be an isolated one. We shall continue to monitor for any further events of this nature but do not propose any further action at this time.